Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the electrode belt trunk cable being pulled and cut from the distribution node (dn), causing the pin 3 white (driven ground) wire to measure open. The root cause of the physical abuse to the cut cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.